Event description:
It was reported that the lead impedances increased, and there was noise. The lead integrity alert was programmed on. The lead remains in use, and the patient will be followed in three months by carelink, unless the alert is triggered. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.